Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, no observations related to the customer complaint were found. A review of the receiver data log found hardware and firmware error codes deeming this complaint reportable upon completion of the device evaluation on 04/17/2015. The global receiver functional test station resulted in no failure related to the customer complaint. The customer complaint was confirmed. The root cause for the firmware and hardware errors could not be determined. Additionally, the patient returned the usb charging cable and the usb power supply. A visual inspection was performed on both accessories, they were found to be in good condition. The usb charging cable passed the cable testing. The usb power supply passed the receiver load test. The usb charging cable and usb power supply were determined to be operating within the required specifications without malfunction.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 his receiver would not turn on. Patient did not report any injury or medical intervention.